Event description:
It was reported that during use with bd nano¿ ultra-fine¿ pen needles the cannula breaks off. The following information was provided by the initial reporter: consumer reported that the needle broke off in the insulin pen. Consumer does not re-use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-jun-2023. Customer returned (2) 32g x 4mm pen needles loose without teardrop label. It was reported by the consumer that the needle broke off in the insulin pen. Consumer does not re-use. The returned samples visually verified and observed one pen needle with bent npe cannula and other with broken npe cannula. As the returned samples were open root cause cannot be determined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue as bent/broken npe cannula. Root cause cannot be determined as the returned samples were open. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd nano¿ ultra-fine¿ pen needles the cannula breaks off. The following information was provided by the initial reporter: consumer reported that the needle broke off in the insulin pen. Consumer does not re-use.